Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with post-paced t-wave over-sensing from their implantable cardioverter defibrillator. The device was reprogrammed accordingly. No patient condition after the event was reported.